Event description:
It has been reported to philips that when the system was turned on, it produced an "x-ray system is starting up" message and did not finish booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system and confirmed that x-ray system is starting up and system does not start. After some functional test fse found that a software crash occurred in the main control system pc when the equipment was shut down. Fse assumed that a software error was detected in the drive system for the c-arm. To resolve the issue, fse reinstalled software on the main control pc, rebooted the device several time. After reinstalled software on the main control pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.